Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (50 mg/dl). Contact stated that low bg's are due to starting an "extreme diet". Contact was unable to provide how bg levels were stabilized. Reportedly, customer's health provider is adjusting pump settings.